Manufacturer narrative:
Balanced salt solution (bss) contamination has been determined to be the cause for this failure.

Event description:
During an ophthalmic procedure, this ophthalmic microsurgical unit exhibited low aspiration. Another unit was used to complete the procedure.